Event description:
Due to mechanical complications, the patient has undergone a new surgical revision. Reason: disassembly between cotyl and pe insert. Date: (B)(6) 2022. Revision with replacement of the head and insert. The insert was movable and worn in the post-upper portion. Can you please confirm the primary surgery date or the original implantation date? Initial implant was on (B)(6) 2020. First revision on 01/12/2020. Second revision on 20/4/22. Third revision on (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.